Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump may have been over delivering insulin. At the time of the call, customer was not on the pump per his health care provider's order. Customer reported that the day before the call, he had a blood glucose level around 40 mg/dl. Blood glucose level was 394 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion,prime/a33 and no delivery tests. The unit was programmed with a basal rate and monitored. The basal was delivered and recorded properly in basal review screen. There was no unexpected basal delivery anomaly noted. There was no cosmetic damage noted.